Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this case it was reported the promark endo motor was running to fast which is believed to have caused the doctor to break multiple waveone gold reciprocating files. There is not enough information regarding the breakages to determine how many patients and files were affected. Also, the outcome of these cases is unknown. Customer stated some were retrieved and some were not. A separate complaint has been documented for the promark unit.